Event description:
Boston scientific (bsc) crm received info that the right atrial (ra) lead was explanted three and a half months post implant due to dislodgement. A new non-bsc ra lead was successfully implanted. At this time, the lead has not been returned. If additional info should become available to our company, this event would be updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the MFR of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.